Manufacturer narrative:
Description of problem or event: the clip assembly is used to secure an assist rail to the bed on the foot section. The clip assembly has been removed from this bed by the facilities maintenance department. (B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, the resident was being transferred from bed to wheelchair. The patients left lower leg, lateral side, brushed against the clip assembly on the foot section of the bed, that was facing outward from the bed. The patient sustained a laceration to the left lower leg, was sent to the ER and required 16 staples. Complaint# (B)(4) was entered into our system.